Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately erratic. The patient reported blood glucose results of ¿13.0, 9.6, 11.8, and 14.4mmol/l¿ with the subject meter, performed within 20 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for precision testing, this complaint is being reported.